Event description:
Pump declared an altitude alarm, leading to the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support advised the customer to clean speaker holes and reconnect the cartridge, but the issue persisted when insulin delivery resumed. Despite these efforts, the alarm recurred, leading to instructions to reload a new cartridge and wait for moisture to evaporate, with a follow-up planned by technical support.